Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 and ps2 power supplies were reseated and the 5 volt power supply adjusted during the service call.

Event description:
The customer reported that the 9900 system locked up with a communication failure error message. No patient injury was reported.